Event description:
The customer reported that the system does not always boot up correctly. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.